Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. No intervention was performed. Further information was requested but not received.

Event description:
New information received notes that the post-paced t-wave over-sensing had recurred. There were no patient consequences, and the patient would continue to be monitored.